Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly. Attempts have been made by three(3) emails to obtain; patient treatment settings, patient information, patient photos, and sun exposure. No information has been provided by the user facility. An examination of the subject device by a lumenis technical engineer was done and he was unable to duplicate the reported et head error. Energy levels were checked and were all within lumenis specification. While the information received to date does not confirm that a serious injury occurred, because of the lack of information the company is reporting the event in an abundance of caution. Based on the information provided a root cause cannot be determined at this time. Should additional information become available, the complaint record will be updated accordingly and a follow-up medwatch report will be submitted.

Event description:
A user facility reported that one (1) patient sustained burn of unknown severity following treatment with lumenis lightsheer et laser. No report of serious injury or medical intervention has been received except for the initial report from the user facility.